Event description:
The manufacturer received information alleging the device's cable burned out. The patient does not know whether the cable had been connected incorrectly or if it was faulty contact. The event damaged the device and cable. Photos of the device show burned marks originated from the power cord input. The power cord plug has burned marks. The device was returned to the manufacturer for evaluation and evaluation has not begun. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the device's cable burned out. The patient does not know whether the cable had been connected incorrectly or if it was faulty contact. The event damaged the device and cable. Photos of the device show burned marks originated from the power cord input. The power cord plug has burned marks. The device was returned to the manufacturer for evaluation and evaluation has not begun. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation auto CPAP device was returned to the manufacturer service center for evaluation. During the evaluation the power supply plug was found to be corroded and failed to work properly. The dc input to the device was corroded and the device was verified to be working with a separate power supply. There was found to be evidence of brown/black dust like contamination, water/liquid like ingress, and potential mineral deposits in the device. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The customer complaint was confirmed.